Event description:
The pt reports the voicemate vsr system stating the blood glucose value was 936 mg/dl, but the meter memory displayed the result as hi (> 600). Nine hundred thirty six mg/dl is outside the reading range of the device, which is 10-600 mg/dl. Pt did not modify therapy based on the result. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. There were not any test strips in the vial for the customer to return. Voicemate vsr system: voicemate vsr advantage meter , comfort curve test strip lot 549435, exp 1/31/08.

Manufacturer narrative:
The suspect product is the accu-chek voicemate.